Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation as well as the call recording which was listened to by the medical surveillance specialist (mss). The reporter stated that the alleged inaccuracy issue first occurred on (B)(6) 2014. The patient manages their diabetes with humalog insulin (1 unit for every 5 carbs) as well as lantus insulin (27 units per day on a sliding scale) and denied taking any action in response to their regular diabetes management regimen routine prior to the inaccuracy issue. At 4:30am on (B)(6) 2014, the patient had a seizure, and at this time the reporter stated that she measured her daughter¿s blood glucose with the subject meter and obtained a reading of ¿88mg/dl¿ which she felt was inaccurately high due to her daughter¿s condition. The reporter administered the patient with a glucagon injection in response to this event. It is not known if the patient¿s blood glucose was measured after this treatment was administered, however the reporter stated that they did not measure the patient¿s blood glucose on any other device at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, however when the cca walked the reporter through a control solution test, the results did not fall within the control solution range. Replacement products were sent to the patient. This complaint is being reported because the reporter stated the patient had been obtaining inaccurately high readings on the subject meter which led to her suffering symptoms which are suggestive of serious injury after the alleged meter issue began.